Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen at a concentration of 2000 mcg/ml with a dose of 375 mcg/day. It was reported the patient was having a catheter revision/replacement (whole new catheter using the same pump). The pump reservoir and tubing were full of drug; only priming bolus was to the catheter volume. The representative stated the patient was not getting therapy. The medical doctor (md) decided to do a catheter revision. Upon opening the patient, he was unable to aspirate cerebrospinal fluid (csf) from the catheter access port (cap) or the catheter after disconnecting the pump segment, so he was going to replace the total catheter. The patient was taking oral medications at the time of the report. The representative found out about the patient at her surgery date on (B)(6) 2016. The representative was unaware of any of her issues prior to the case. After being unable to aspirate from the cap and catheter, the physician cut the catheter at the spinal segment after deciding to replace it and noticed there was fluid backfilling from the cut spinal segment. The catheter was disposed after removal. The representative stated the new catheter was implanted, and they decided to decrease the dose to 150 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.